Event description:
It was reported by the patient that the pods pink slide did not move forward indicating a needle mechanism failure. The patients blood glucose levels reached 288 mg/dl while wearing the pod for 4 to 24 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.